Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that dell handheld computer froze multiple times while attempting to interrogate a patient. The dell handheld computer and flashcard will not be returned.